Event description:
The manufacturer received information alleging a trilogy evo "ventilator service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. An error code was found in the ventilator's downloaded error log indicating that the reported alarm had occurred. A failure in the charge control circuit was determined to be the cause therefore, the system pca was replaced to address the issue. In addition, contamination was confirmed so the inline proximal filter was replaced.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo "ventilator service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. An error code was found in the ventilator's downloaded error log indicating that the reported alarm had occurred. A failure in the charge control circuit was determined to be the cause therefore, the system board was replaced to address the issue. In addition, contamination was confirmed so the inline proximal filter was replaced. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.